Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that residual liquid was found inside the forceps channel port (ks-mouthpiece). Additionally, the error e216 and the corrosion found in the drum unit are most likely a result of the water invasion of the device (as we can confirm by the corrosion found in electrical areas although no leak was detected). The reported fault was a result of user mishandling. The following were additional findings found during device evaluation: the control unit had discoloration. The drum unit had corrosion. The circuit board unit in scope connector (s-connector) had corrosion due to water leakage. The micro-connector unit in the scope connector (s-connector) had corrosion due to water leakage. The scope connector (sc) cover unit had corrosion due to water leakage. Because the channel tube (ch-tube) was crushed, forceps could not be inserted. Due to deformation of the insertion tube rotation ring, the connecting tube did not rotate smoothly. The plastic distal end cover had a stain. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced residual liquid found inside the ks-mouthpiece. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a scope communication error e216 that occurred due to corrosion on the plug unit. Additionally, residual liquid or foreign material came out of the forceps channel port. It is unknown if it was used in a case when the foreign material was present. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation. Related links: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that during device handling by the user, water invaded the scope connector. Subsequently, electronic parts were damaged, and the error message was displayed. However, a definitive root cause could not be determined. In addition, residual liquid or foreign material came out of forceps channel port likely was due to material not eliminated due to physical damage of the device. The foreign material could not be identified. It is unknown if there were deviations from the instructions for use during reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ the user may detect the event by handling the device according to the following instructions for use (IFU): "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user may reduce/prevent occurrence of the event by handling the device according to the following IFU. "Do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.